Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspected component is available for analysis and a return good authorization has been issued. At this time, vyaire has not received the suspected component for evaluation.

Event description:
The customer provided a purchase order to buy an epi printed circuit board assembly. The customer reported the board has some burned components within the assembly. The customer reported there is no patient involvement associated with the event.